Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by performing a supply change. There was no reported adverse impact to the customer¿s blood glucose level.